Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that they encountered positioning issues. The impella cp was at six centimeters and then it was pulled back to three and a half centimeters but appeared to be against the left ventricle wall. An attempt was made to reposition under echocardiogram. It was pulled back to the aortic valve, but the pump was unable to be advanced. Due to further concerns of a clot or papillary tangle, the decision was made to remove the pump and replaced using side port. The patient survived the procedure.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely use related.